Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead and right atrial (ra) lead exhibited high capture threshold. Both rv and ra leads were capped and replaced (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
UDI not available. As product was manufactured on or before 9/23/2014.